Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer had not completed the fill tubing steps correctly. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer gave a manual injection to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.